Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of perforation. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as resistance testing determined the lead was electrically continuous, x-rays evidenced the tip and helix of the lead were intact and appeared undamaged and pressure test determined there were no abnormalities in the lead body.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall of the patient leading to a pericardial effusion as confirmed via echocardiogram. The patient underwent a surgical intervention to repair the pericardial window. The rv lead was removed and replaced with an alternate. No additional adverse patient effects were reported.